Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient's garment was digging into her skin, causing irritation under the shoulder strap and breast area. The patient was given a prescription from her physician. The outcome of the irritation is not known.